Event description:
Primary surgery - retaining screw cross threaded during inserting and broke into 2 pieces. The half with threads only was left in the patient, unable to remove.

Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available

Manufacturer narrative:
See d4 expiration date, h4, h5, h6, h10 and h11. Complaint has been evaluated and is similar to report number 1644408-2023-00020; 508-36-101, s801 - device cracked/broke, primary surgery; surgical - quality complaints. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.